Event description:
During the implant procedure, the patient¿s pharynx was inadvertently punctured while the surgeon was dissecting the nerve at the neck incision site, after placement of the inspire components. The surgeon identified and ligated the puncture, removed the implanted components, applied antibiotic solution to the incision sites, and aborted the remainder of the procedure. A nasogastric tube was placed, and the patient was admitted for observation. The patient was discharged after one week. The issue was resolved.